Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, leak, material separation issues and the identified dent, deformation and worn issues, as a complete circumferential break was noted approximately 6.7cm from the distal end of the cath-lock that was elliptical in shape. A complete circumferential break was noted to the proximal end of the distal catheter segment. Both the proximal and distal edges of the complete circumferential break were noted to be sharp in one region and jagged in another; additionally the surfaces appeared granular in one region and smooth in another. However, the investigation is inconclusive for the reported migration and pain issues, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year nine months post port placement procedure, the patient allegedly experienced neck pain during infusion and subcutaneous leakage was allegedly noted. An x ray demonstrated that the catheter allegedly broken near the insertion site of the internal jugular vein and distal catheter segment migrated to the left ventricle. The distal catheter segment was removed using a snare. Patient current status is unknown.

Event description:
It was reported that one year and nine months post port placement procedure, the patient experienced pain in the neck during infusion and subcutaneous leakage of medicine was allegedly noted. An x ray examination was performed and demonstrated that the catheter allegedly broke near the insertion site of the internal jugular vein and distal catheter segment migrated to the left ventricle. The distal catheter segment was removed using a snare. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.